Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated that the pump had been dropped in the past.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.